Event description:
It was reported that the patient presented for an implant procedure. During the atrial implant procedure, the device exhibited high capture thresholds and was repositioned as a result. While repositioning the device, the patient experienced bradycardia and low blood pressure. Cardiac perforation was suspected and an echocardiogram was performed, confirming pericardial effusion. Pericardiocentesis was successfully performed, stabilizing the patient. The implant procedure was aborted and the patient was recovering.